Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-18988, 1627487-2021-18990, 1627487-2021-18991. It was reported that patient was experiencing pain at the lead site. Surgical intervention was undertaken on (B)(6) 2021 in which the leads and extensions were explanted and only leads were replaced, resolving the issue.